Event description:
It was reported that the user experienced hyperglycemia while using the ilet insulin pump after selecting a meal and size but not completing delivery, resulting in a blood glucose of 338 mg/dl that later trended down to 281 mg/dl following education and monitoring. Symptoms included hyperglycemia. Investigation included customer interview, device use review, and user education on device operation and meal announcement workflow. Investigation of this case revealed user error related to an incomplete meal announcement due to not swiping to deliver, with normal device function and no device malfunction identified. It was concluded that the event resulted from use error in meal bolus delivery rather than a device defect or failure. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.